Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain via a manufacturer¿s representative (rep). The rep reported that the patient wasn¿t feeling stimulation anymore. The rep met with the patient and checked impedances. The rep reported that electrode 1 and 5 were both high and the patient¿s current program was using electrode 1. The rep reprogrammed the patient using the electrode below and she was able to feel stimulation again. There were no factors that could have led to the issue. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances hadn't been determined. The patient stated that there had been no significant fall or anything of that nature. The rep reported that they reprogrammed around the high impedances. The rep reported that the impedances had not been resolved, they were still high on several electrodes. No further complications were reported.